Event description:
The MFR received info alleging a ventilator's display screen was blank. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The lcd to sys board cable was found to be disconnected, possibly due to an external impact. The device's lcd to sys board cable will be reconnected to address the issue. The device was evaluated but not repaired, pending customer approval of the estimate.